Event description:
On (B)(6), 2019, during the implantation procedure of the subject pacemaker, the atrial and ventricular leads (vega r52 and vega r58) were connected to the device. The device was programmed in ddd with bipolar pacing at 5v and 0.35ms on the ventricular channel. However, there was no pacing on the ventricular channel, either outside or inside the pocket. Measurements performed with a pacing system analyzer (psa) were normal, with a threshold of 1v. In addition, the ventricular lead was pacing correctly when connected to the psa. The device was programmed in vvi, after which a second connection of the ventricular lead was performed and the device was programmed again in ddd. Reportedly, there was unipolar ventricular pacing for some time, but the pacing failure occurred again after. Both leads were then connected to a (non-microport crm) pacemaker, which paced correctly in bipolar mode at 3.5v.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190429 - file-2019-00670 - analysis_and_closure_report_resp-2019-00628.pdf].

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2019, during the implantation procedure of the subject pacemaker, the atrial and ventricular leads (vega r52 and vega r58) were connected to the device. The device was programmed in ddd with bipolar pacing at 5v and 0.35ms on the ventricular channel. However, there was no pacing on the ventricular channel, either outside or inside the pocket. Measurements performed with a pacing system analyzer (psa) were normal, with a threshold of 1v. In addition, the ventricular lead was pacing correctly when connected to the psa. The device was programmed in vvi, after which a second connection of the ventricular lead was performed and the device was programmed again in ddd. Reportedly, there was unipolar ventricular pacing for some time, but the pacing failure occurred again after. Boths leads were then connected to a (non-microport) pacemaker, which paced correctly in bipolar mode at 3.5v.